Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report stating that a n560 pulse oximeter had missing segments in the display. There was no patient harm reported with this event.